Manufacturer narrative:
Additional information: d9, g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found burn damage to the cord. Functional testing noted that there were no issues noted with button tactile. The pencils did not self activate. The pencils button activation force was within the specification. The pencils functioned normally when activated in the generator and good continuity was observed. The electrode insertion/extraction was within the specification. When electrode was inserted, it stayed in place and was not loose. It was reported that the cord was damage and the gauze caught fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: forcefx-cs, force fx-cs force fx 110v x1 (sn:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the non-medtronic gauze caught fire. Flames about the size of a match. Customer shook off the gauze, and the flame was extinguished naturally. Later, burnt marks on the cord of the pencil was found, so it was replaced it with a new one, and the operation was completed without any problems. The causal relationship with the ignited gauze was unknown. No operating room fire happened. There was no patient injury.